Manufacturer narrative:
This event occurred in (B)(6). Medwatch field (B)(6).

Event description:
The customer stated that they received erroneous results for four patient samples tested for troponin t hs (high sensitive) - tnths on an e411 analyzer. All patient results were said to not be compatible with clinical findings. (B)(6). The tnths reagent lot number was 187549. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
All 4 samples were from the same patient. A specific root cause could not be determined based on the provided information. A possible root cause may be related to pre-analytic sample handling as the clotting time was found to be too short and the centrifugation g-force was found to be too high.